Manufacturer narrative:
(B)(4). Methods: fluid pressure testing. Visual inspection of the transseptal introducer revealed a crack in the main port of the stop cock. During functional testing, it was determined the crack in the port causes a leak. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with manufacturing as the event is related to construction or assembly of the device. A quality improvement project has been initiated to investigate the issue.

Event description:
It was reported that during an ablation procedure, air was aspirated from the hemostasis valve of the transseptal introducer, when the physician was trying to aspirate blood. The introducer had been placed in the left atrium. Before flushing, the physician had applied negative pressure to the introducer by a syringe and found that air was leaking from the hemostasis valve. The introducer was replaced and the procedure was completed. There were no consequences to the patient.